Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with pocket erosion on the pacemaker site and purported gram stain positive cocci infection. Pocket site dehiscence was noted and leads were clearly visualized in the open wound. Device had normal function. The system was extracted. The patient was stable related manufacturer reference number: 2017865-2020-07707. Related manufacturer reference number: 2017865-2020-07709. Related manufacturer reference number: 2017865-2020-07713.